Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the left ventricle lead was not pacing normally. Chest x-rays confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was stable post-procedure.